Manufacturer narrative:
The unit passed displacement and self tests. During the sleep current measurement and active current measurement tests, the battery compartment was unable to securely hold the battery simulator in place. This is due to the cracks in the case around the battery compartment which in turn made the connection between the battery simulator and the battery compartment loose. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms and power loss alarms. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.